Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information provided. The following sections of this report have been corrected/updated: b1 (report type), b7 (other relevant history, including preexisting medical conditions), h6 (device code, investigation findings, investigation conclusions) and h10 (provide narrative/data). Per the initial report, approximately one (1) day post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 valve, a dissection was observed at the portion of the right common iliac artery to external iliac artery. A stent was placed to resolve the dissection. There were no reported resistance issues at the time. Investigational attempts were performed to obtain additional details regarding this event. Subsequently, additional information was provided to our edwards lifesciences japanese affiliate which revealed there was slight resistance felt upon insertion of the 14fr esheath and when the delivery system was advanced through the esheath, significant resistance was felt. There was mild calcification observed in the external iliac artery. The investigation is ongoing.

Event description:
As reported by our edwards lifesciences japanese affiliate, approximately one (1) day post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 valve, a dissection was observed at the portion of the right common iliac artery to external iliac artery. A stent was placed to resolve the dissection.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential risks or adverse events associated with the overall transcatheter heart valve (thv) procedure and may require intervention. According to the literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral thv procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 14fr esheath is 5.5 mm. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive; however, the event could be related to the mechanisms described above and/or procedural factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : device not returned.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for evaluation. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath, delivery system, and valve usage. Per the IFU/training manuals, it states that push force can vary due to angle of insertion, vessel diameter, tortuosity, and degree of calcification. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for difficulty introducing the esheath was unable to be confirmed. The presence of a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "there are slightly resistance was felt upon insertion of the esheath. When the delivery system was inserted, significant resistance was felt. No resistance was felt when withdrawal of the esheath. There was mild calcification in eia." Per the training manual, "push force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification." Calcification can reduce the vessel diameter and may increase restriction leading to resistance during sheath insertion. Calcification can also result in the creation of sub-optimal angles that may lead to further resistance. The event for difficulty advancing the delivery system with valve through the esheath was also unable to be confirmed. For this event, there is an existing technical summary written by edwards lifesciences that documents the root cause analysis on sheath shaft resistance with delivery system events. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the esheath. The following vessel characteristics and procedural factors were identified as the root causes for encountering increased resistance: calcification. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. As reported, "there was mild calcification in eia." In this case, available information suggests that patient factors (calcification) may have contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.